Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported charge time limit anomaly could not be conclusively determined.

Event description:
During follow-up, it was revealed that the device had reached the charge time limit. The device was explanted and replaced. The patient is well.

Manufacturer narrative:
No conclusion code available. Field experience of extended charge time was verified in the laboratory. The long charge time was caused by internal damage to one of the high voltage capacitors.